Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during investigation, the black box was reviewed and verified an unexplained loss of prime alarm with a low no zero force. 24-hour testing was performed with no duplicated loss of prime. The pump was opened, and no defects were found to the force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.